Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The patient was treated with fluorouracil, but the flow rate was very slow. The expected infusion time was 44 hours; however, the actual time was 52 hours, and there was still some liquid left that had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h4, h6 (update codes), h11. H4: the lot was manufactured between 2 june and 3 june, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.